Manufacturer narrative:
A trach tie other than the one supplied is used.

Event description:
Within the last six months, the life expectancy of the tubes has decreased. Our practices have not changed in the last two years. Several tubes have broken within a short time of usage. On at least two times the eyelets on the neck strap broke and the trach came out. When the incidents of the tube falling out happened. The pt was awake and someone was with him. Anxiety only for the pt. No respiratory distress on desat occurred.